Manufacturer narrative:
The device was evaluated by the customer with help from a philips remote service engineer (rse). The rse advised the customer to replace the user interface. Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. A used user interface was returned to failure investigation; however, confirmation was not made that the customer replaced the part with a new part and if the device is back in service. The user interface assembly was returned to failure investigation. During debugging, a burnt-out cold cathode fluorescent lamp (ccfl) was found, which caused the dim display.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported screen is dark. There was no patient involvement.